Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump was unresponsive. Customer stated that she was unable to clear the check blood glucose readings alarm. Customer's blood glucose reading at the time of the call was 222 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.